Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative. It was reported that patient had pain at implantable neurostimulator (ins) site and down her legs. No environmental/external/patient factors that may have led or contributed to the issue, were reported. Patient and hcp are considering pocket revision but not scheduled yet. The issue was resolved at the time of the report.